Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician in-training in the use of the perclose proglide device attempted arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, after plunging the needles, the patient developed hypotension and bradycardia, with the heart rate decreasing as low as 40 bpm. The proglide needles and suture were removed and manual compression was applied to achieve hemostasis. After an hour, the patient fully recovered without treatment. No adverse patient effects were reported. Though requested, no additional information was provided.